Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had communication/telemetry issues, coupling issues, and was unable to be recharged. X-rays were performed and confirmed that the ins flipped. Surgical intervention was required to turn the ins back over. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).